Event description:
It was reported that the patient underwent a device removal due to lack of insufficient coverage. It was also suspected that the patient had an infection. Additional information has been requested from the hcp, but was not available as of the date of this report.